Event description:
Date of event is unk. It was reported to boston scientific corporation in 2009, that a corflo cubby low profile gastrostomy device was used during a feeding procedure. According to the complainant, the y-port adapter was detached from the tube. No additional details regarding the circumstances surrounding this event are available at this time. Should relevant additional details become available, a supplement will be sent at that time.

Manufacturer narrative:
Device breakage. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The root cause of the reported malfunction is undeterminable.